Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a crack on the screen of the insulin pump. The customer's blood glucose was unknown. The customer stated that she was unaware of how the damage occurred. The customer stated that she could still read the screen and that the insulin pump was functioning as designed. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.